Event description:
It was reported that the implant at tooth site #43 lost integration and was removed. Non- integration.

Event description:
It was reported that the implant at tooth site #43 lost integration and was removed.non-integration.